Manufacturer narrative:
Heartsine's investigation confirmed the low battery during the patient involved event. However, no fault was found on the returned 350p and no pad-pak was returned for investigation so the root cause for the reported fault is inconclusive. During the event, the device recorded 3 manual power ons; the device immediately shutdown with a ¿warning, low battery, device service required¿ prompt on each occasion. Thus, there was no clinical data to review. Given the issue relates to low battery and no fault on the AED, the customer was contacted to request the return of the pad-pak used during the event. The customer stated they do not believe they have the pad-pak.; therefore, no pad-pak was returned for investigation. The investigation was unable to determine the root cause of the reported failure. Heartsine contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank.

Event description:
The customer contacted heartsine to report that their device issued low battery prompts during a patient involved event. During the investigation, a review of device memory showed that the device repeatedly powered off during the event and therefore no therapy could be delivered. In this state the device would be inoperable and defibrillation therapy would not be available if needed. This issue is patient related; however, there was no adverse event reported as the customer survived to hospital admission.